Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7074209 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 523896 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing pain and overstimulation despite reprogramming. It was also stated that the patients spinal cord stimulator (scs) leads had migrated. The patient underwent a procedure wherein the leads and the ipg were replaced and the patient was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief are a known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Investigation conclusion: the device was not returned for analysis. However, a labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient was experiencing pain and overstimulation despite reprogramming. It was also stated that the patients spinal cord stimulator (scs) leads had migrated. The patient underwent a procedure wherein the leads and the ipg were replaced and the patient was doing well postoperatively. The explanted devices will not be returned.